Manufacturer narrative:
A deployed wallflex biliary stent, without the stent delivery system, was received at the complaint investigation site for analysis. A visual and microscopic examination found no issue with the profile of the stent. It was specified in the event description that the stent was deployed outside the patient without issue however it was alleged that the proximal end of the stent did not expand as expected. The proximal stent outer diameter was measured with a calibrated ruler and found to be within specification. No other issues were identified during the product analysis. The analysis did not identify any issue with the profile of the stent which could have contributed to the complaint incident. According to the physician¿s assessment, the clot at the distal end of the stent in addition to the previously implanted stents prevented reconstrainment. There was no evidence that the device was used in a manner inconsistent with the labeled indications. The directions for use (dfu) contains the following warning with respect to crossing placed stents; "passing a second stent delivery system through a just deployed stent is not recommended and could cause the stent to dislodge.¿ taking into consideration the evaluation conducted at the complaint investigation site and the details of the complaint, this investigation is assigned the most probable root cause classification of operational context. A complaint with a most probable root cause of operational context, indicates that the complaint is associated with a product that meets the design and manufacturing but due to anatomical/procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the stent was to implanted to treat jaundice due to a malignant obstruction in a patient with multiple percutaneous transhepatic stents in situ. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, an attempt was made to deploy the stent; however, when the stent was half deployed there were deployment difficulties noted. The physician reconstrained and repositioned the stent but the deployment issues continued. On the third attempt, the stent could no longer be reconstrained and was removed from the patient partially deployed. Upon removal the physician noted a clot on the distal end of the stent. Tn the physician's assessment, the clot, as well as the presence of the existing stents in situ, contributed to why the stent could not be reconstrained. The procedure was not completed due to this event and the patient is to be given palliative care. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2015. According to the complainant, the stent was to implanted to treat jaundice due to a malignant obstruction in a patient with multiple percutaneous transhepatic stents in situ. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, an attempt was made to deploy the stent; however, when the stent was half deployed there were deployment difficulties noted. The physician reconstrained and repositioned the stent but the deployment issues continued. On the third attempt, the stent could no longer be reconstrained and was removed from the patient partially deployed. Upon removal the physician noted a clot on the distal end of the stent. Tn the physician's assessment, the clot, as well as the presence of the existing stents in situ, contributed to why the stent could not be reconstrained. The procedure was not completed due to this event and the patient is to be given palliative care. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.